Manufacturer narrative:
In view of the info that is at our disposal mcs does not believe that the injuries suffered by the pt answer the definition of a serious injury given in 21 cfr 803.3. However, since the info available to us is only partial mcs has decided in an abundance of caution to report this event.

Event description:
Pt underwent tha. Pt suffered from extensive swelling in his legs and calf area as well as considerable redness and blistering. Pt received daily dressings with gentle compression of ace wraps, legs elevated. Xeroform and kerlix. Pt has already been discharged.